Manufacturer narrative:
(B)(6). Non-healthcare professional (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported two ultrathane mac-loc locking loop multipurpose drainage catheters were placed posterolateral in each kidney on (B)(6) 2018 for a nephrostomy drain. One catheter fractured and was replaced with another like device on (B)(6) 2018. The replacement catheter used fractured and was replaced on (B)(6) 2018. This device is reported on medwatch 1820334-2018-02291. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
H6 - method code: (4114) device not returned. Results code: (3221) no findings available. Conclusion code: (4315) cause not established. Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. This failure mode is being escalated per internal processes. Appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.